Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the failure mode as multiple hardware. The fse replaced the reference electrode and photometer lamp to resolve the issue. The fse verified system performance and the customer was satisfied. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number not provided. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous low sodium (na) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The number of patients involved is unknown. The customer did not provide patient data or demographics.